Event description:
Same case as: 2134265-2010-00049. It was reported that during a coronary drug eluting stenting treatment procedure, a stent was not well apposed. The lesion was located in the mid rca. A 2.75x32mm and 2.5x16mm taxus liberte' stents were implanted in the lesion. No pt injuries or complications were reported. The physician commented that the inflation of the stents was not complete due to a "tough vessel." Add'l info was requested and is not available.

Manufacturer narrative:
Over 18 years old. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).